Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the insulin pump had a prime anomaly. The customer's blood glucose was 114 mg/dl at the time of incident. The customer's mother stated that the insulin continued to drip after letting go of the act button during manual prime process. The customer's mother stated that they received second series of beeps after holding down the act button. The customer's mother stated that they were unable to exit the preparing to prime loop. The customer's mother stated that they were not wearing the insulin pump during priming. The customer's mother declined to change the infusion set and reservoir. The customer's mother stated that they already changed the infusion set and reservoir but it did not resolve the issue. The customer's mother stated that the drive support cap appeared normal. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received unable to prime during prime test due to faulty force sensor resistor also, unable to perform occlusion test and no delivery test due to prime anomaly. However, the insulin pump passed idle current test, run current test, self-test, off no power test, a21 error test, basic occlusion test, displacement test and rewind. The insulin pump had minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.